Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: it was reported that the sterile package was not sealed please provide the following: please clarify what you mean when you say the package was not sealed well. Please clarify what was wrong with the inner package that contained the device was the seal not intact i.e. Was package open? Open but not large as the photo, because the nurse was not certain and then open the package a little bit. Was there a hole in the package? No. Do you have pictures of the packaging that was not sealed well? See attached one, but this is the photo that the nurse open the package a little more after she found the issue, not the original one. The picture shows the sector of foil package that appears to have been opened. It was not possible to draw a conclusion based on this photo.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the sterile package was not sealed please provide the following: please clarify what you mean when you say the package was not sealed well. Please clarify what was wrong with the inner package that contained the device was the seal not intact i.e. Was package open? Was there a hole in the package? Do you have pictures of the packaging that was not sealed well?

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) /2016 and the mesh was implanted. During the procedure, the mesh sterile package was found not sealed well and another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Actual sample consisted of the opened sales carton containing the IFU, the opened foil pouch and a closed paper folder. All returned components presented squeezed condition. Visual inspection of the foil package showed that it had been manually opened, somewhat more than half. No deviations regarding the sealing could be detected. The foil package still contained the closed paper folder. The paper folder was removed and opened and it contained both parts (onlay patch and plug) of the ultrapro plug device. No signs of degradation could be detected at both parts of the device. There was no indication for inadequate sealing.